Event description:
Clinical assessment: 60 year old female patient with cardiogenic shock implanted with both impella cp and rp flex for biventricular support. Patient continued to decompensate. Vaginal bleeding of unknown origin noted (patient had obgyn appointment day prior). Patient not improving and high pressure alarm noted on rp flex pump. Off label tissue plasminogen activator (tpa) protocol administered in the purge. Despite efforts family decided to withdraw care. Impella cp and rp flex to be coded to minor bleeding and death, and rp flex to be coded to medication change. Engineering assessment: during bipella support (both rp and cp support) high purge pressure alarms occurred on the rp flex pump. It was noted that there were no kinks on the pump. It was decided to exchange the purge cassette, and the alarm resolved. Hours later, high purge pressure alarm occurred, and patient was given heparin, alarm continued, and patient was given tpa. The decision was made to withdraw care. The cp functioned as intended for the duration of the case. A purge cassette exchange temporarily resolved the high purge pressure alarms for the rp, and the high purge pressure can be attributed to an issue within the purge system, as the high purge pressure persisted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.